Event description:
It was reported by the affiliate that the (1) tlc75 was used during a colon procedure. It was reported that the device would not cut. The case was completed with another instrument. There was no pt consequence.